Manufacturer narrative:
A steris service technician inspected the table and found the floor lock manifold to be leaking hydraulic fluid internally. The technician repaired the table, tested it and confirmed it to be operating to specification. No additional issues have been reported. The surgical table is not under steris service contract and is serviced and maintained by the user facility. The operator manual states (pp. 5-7), "1 x per year, inspect floor directly beneath table and all hoses, fittings and components of hydraulic system for evidence of oil leaks."

Event description:
The user facility reported that during a patient procedure, the table's floor locks became unlocked. Hospital personnel re-locked the floor locks via the hand control and the procedure was completed successfully. No report of injury or procedural delay or cancellation.